Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis, but the microcatheter was not returned. Located distally 16.0cm off the distal end of the hypotube/braid junction is the proximal end of the resheathing too. Located on the top proximal end of the resheathing tool, the v notch has been fractured. The material around the fractured edge is above the surface plane. The 30.0cm coil was stretched 48.5cm. Located proximally 3mm off the distal tip of the device positioning unite (dpu), there is buckling to the dpu itself. The distal section of the coil is undamaged. It should be noted that all three coils in the complaint have similar damage at the proximal end of the coil. The proximal end of the coil is severely damaged. The evidence suggests that distal interference may have contributed to the coil¿s resistance inside the microcatheter. The exact source of this interference cannot be determined. There were two other possible contributing factors to the resistance. The first factor is that the sheath was caught inside the v notch of the resheathing tool. In this condition; significant resistance will occur during coil advancement. The second factor is that the resheathing tool was found to be advanced over the soft braid upon receipt. In this condition it is possible that resistance may occur if the soft braid was outside the microcatheter and was used to deliver the coil. In addition; without the return of the courier microcatheter and the hemostatic valve used in the procedure; it cannot be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue related to the complaint; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
During a non-emergency procedure to treat an 8mm aneurysm in his m1 segment, there was resistance/friction with three coils and during analysis, it was discovered that all three coils were damaged. A courier .017 microcatheter with a 90¿ angle was used in the procedure. The physician stated that upon insertion of the first coil, an 8x30 presidio 10, some resistance was felt, but the second 8x30 worked well. A 7x30 had the same result with resistance being felt. The coil was removed and a second 7x30 was used, but was also difficult to advance as well. Subsequently 8 more micrus coils were used and all were implanted successfully. The patient is doing well and the physician was happy with the final result.